Event description:
Face lift had been performed. The night after the surgery, two huge red blisters were reportedly discovered. Burn were symetrical to each other on the buttocks. Pad was placed on the thigh. The hospital reported that there was fluid underneath the buttocks.